Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:02 (ce danfoss error) error messages. The customer switched off the thermogard console and restarted the system, but the issue persisted. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.